Event description:
Physician reported right side the event of "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 35.75 grams. Visual analysis noted red particles on the surface of the shell. Under microscopic analysis a sharp-edged opening was assessed as an unidentified tear. A striated opening was observed on the anterior portion of the shell with a non-penetrating nick. Based on the device analysis the final assessment is: a sharp opening on posterior side assessed as an unidentified (tear) opening. A striated edge opening on anterior side assessed as surgical damage. Nick penetrating striated near the opening. Additional information: h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side the event of "rupture". Device has been explanted.